Event description:
It was further reported that the patient was still having concerns but had not sought further care.

Event description:
It was reported that the patient fell on (B)(6) 2013 in her kitchen. The patient had a loss of effect following the fall. The patient had turned stimulation down and wasn¿t getting the same effect. She had to turn it up to reach her hip and leg areas. The patient felt that having to increase/decrease stimulation was a nuisance, and it was discussed she could potentially set up programs to make this easier. The patient also stated she could not turn stimulation up and lay flat on her back without feeling tingling from her waist to her toes. It was also doing strange things like stimulation going in her leg and tingling in the leg and foot. The patient wasn¿t sure if this was the device or a separate issue. The patient would feel tingling above her knee if she lay on her side. The patient stated that there was no way the stimulation could reach everything in her back, in terms of her back pain. The patient also stated that the device had helped more than shed expected. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).